Event description:
It was reported that this right ventricular (rv) lead was explanted due to high impedance out of range, high threshold and pacing inhibition. The cause of the abnormal electrical measurement was believed to be subclavian crush lead damage. Another lead was successfully placed. No additional adverse patient effects were reported.